Event description:
The patient reportedly experienced a loss of lock with his internal device. Exchange of external equipment and programming adjustments were attempted; however, this did not resolve the problem. The patient was explanted.